Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -7.00/2.5/001 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). It was reported that there is a planned lens explant. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).